Manufacturer narrative:
The device was returned to olympus for inspection. A review of device history record revealed no deviations, that could have caused or contributed to the reported event. Based on the results of the investigation, it is likely, the following led to the malfunction: faulty camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited color bars. There was no patient involvement.